Event description:
It was reported that the patient had the artificial urinary sphincter 4.5 cm cuff component removed due to urine leakage. A new downsized artificial urinary sphincter 4.0 cm cuff was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was no problem with the cuff, but the physician thought that downsizing the cuff would be better to improve the patient symptoms. Following the revision surgery, the incontinence improved.

Manufacturer narrative:
H3 device evaluation: the ams 800 device was visually inspected and functionally tested. No leak was found. The cuff performed within product specifications. Inspection of the remainder of the device revealed no other damage or irregularities. Urinary incontinence was unable to be confirmed.

Event description:
It was reported that the patient had the artificial urinary sphincter 4.5 cm cuff component removed due to urine leakage. A new downsized artificial urinary sphincter 4.0 cm cuff was implanted. The event resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated there was no problem with the cuff, but the physician thought that downsizing the cuff would be better to improve the patient symptoms. Following the revision surgery, the incontinence improved.